Manufacturer narrative:
The directlink icp module was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports. Other mfg report number: 3013886523-2021-00367. A facility reported that the codman microsensor and the directlink icp module readings were inappropriately low. The patient had an external ventricular drain (evd) and the codman microsensor using a directlink icp module. The evd was reading 10 mmhg and the icp microsensor was negative. The staff did not rely on the microsensor because it was not reliable. The waveform did match the evd but again, the reading was inappropriately low given the patient condition. They pulled the microsensor. Here are the readings they recorded over time: for evd 10mmhg, 6mmhg, 13mmhg, 11mmhg, 10 mmhg and 8mmhg while directlink microsensor had -2mmhg, -3mmhg, -1mmhg, 6mmhg, 7mmhg and 6mmhg respectively. As per nurse, the last reading for both evd and microsensor had caught up after repositioning the patient. Additional information received indicated the implant and explant dates are unknown. Direct link connected to philips mx800 was the monitor used and initial reading was (-2). After negative readings no cables were switched, instead other cables were being used. The device was in contact with patient, but no patient injury and no revision or medical intervention required. Moreover, there was no delay on surgery due to product problem.